Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient experienced cloudy effluent as a result of the peritonitis. The patient was treated with vancomycin (1.5 gm, 1/1 day) and ceftazidime (1.5 gm, 1/1 day) for the peritonitis. Peritoneal dialysis therapy was ongoing and the patient was recovering from the event. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. Treatment information was not reported. It was unknown if the patient recovered from the events. No additional information is available at this time.